Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 5076-45 lead implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds that were consistent with lead trending measurements. The lead measurement was currently within range. No programming changes were requested or suggested. The lead remains in use. No patient complications have been reported as a result of this event.